Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 44 mg/dl. The customer was treated for the low blood glucose with sugar. Customer states he has an issue with the serter and sensor. Customer states he loaded the serter but will not insert the sensor. The customer was sent a replacement sensor.